Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming this cardiac resynchronization therapy defibrillator (crt-d) into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to high out of range shock impedance measurements and programmed the crt-d. After the MRI was performed, this crt-d system was removed from the MRI protection mode, it was confirmed that it was functioning as intended. No adverse patient effects were reported. This crt-d remains in service.